Event description:
The customer reported that the insulin pump alarmed motor error. The caller stated that insulin squirted out, the device alarmed and was stuck in the prime loop. The blood glucose reading was 202mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The device was not exposed to a high magnetic field. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime, excessive no delivery and displacement test. However, the device alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could no be performed due to the motor error alarms. The motor was tested outside the device and passed. The unit was received with cracked case at the display window corners, reservoir tube and battery tube threads, scratched screen, and missing end cap sticker.